Event description:
It was reported that the user experienced hyperglycemia with a blood glucose of 343 mg/dl while using the ilet system, and the dexcom g7 reportedly paired and unpaired intermittently; supplies had been changed earlier and the user was advised to monitor on the ilet and perform fingerstick entries when the g7 was unpaired to maintain corrective dosing. Symptoms included no reported clinical symptoms associated with the elevated glucose. Outcomes included no hospitalization, no emergency care, and no medical intervention beyond routine monitoring and fingerstick data entry. Investigation included complaint intake and user troubleshooting guidance for sensor pairing and manual glucose entry to sustain automated correction. Investigation of this case revealed that the event was consistent with hyperglycemia of unclear cause, with a concurrent report of intermittent cgm connectivity that could interrupt automated dosing when unpaired. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.